Event description:
Customer reported receiving elevated readings on their medisense blood glucose monitor device, actual readings are not known however, the customer reports they were between 20-30 mmol (360-540 mg/dl). Customer reports adjusting their insulin dose. The following day customer reports symptoms of hypoglycemia upon waking. This resulted in the customer obtaining treatment at the hosp where they were evaluated and treated. The blood glucose monitor and strips in use were disposed of at the hosp. The products are not available for return investigation.